Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("headache"), myalgia ("muscle pain"), back pain ("lower back pain"), fatigue ("tiredness"), anaemia ("anaemia") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure removal via bilateral salpingectomy and bilateral laparoscopic on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, swelling, hypersensitivity, genital haemorrhage, headache, myalgia, back pain, fatigue, anaemia and sleep disorder outcome was unknown. The reporter considered anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain, sleep disorder and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / cramps') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), headache ("headache"), anaemia ("anaemia"), fatigue ("tiredness"), swelling ("swelling"), myalgia ("muscle pain") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, back pain, headache, anaemia, fatigue, swelling, myalgia and sleep disorder outcome was unknown. The reporter considered anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain, sleep disorder and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly visualised bilaterally. Fallopian tubes, not patent, and no contrast material leak into the peritoneum.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: nullification: due to internal review this report was detected to be a duplicate to record # (B)(4) to which all information will be transferred, then this duplicate record # (B)(4) will be deleted in bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / cramps') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), headache ("headache"), anaemia ("anaemia"), fatigue ("tiredness"), swelling ("swelling"), myalgia ("muscle pain") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, back pain, headache, anaemia, fatigue, swelling, myalgia and sleep disorder outcome was unknown. The reporter considered anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain, sleep disorder and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 16-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / cramps') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), headache ("headache"), anaemia ("anaemia"), fatigue ("tiredness"), swelling ("swelling"), myalgia ("muscle pain") and sleep disorder ("sleep disorders"). The patient was treated with surgery (essure removal and bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, hypersensitivity, genital haemorrhage, back pain, headache, anaemia, fatigue, swelling, myalgia and sleep disorder outcome was unknown. The reporter considered anaemia, back pain, fatigue, genital haemorrhage, headache, hypersensitivity, myalgia, pelvic pain, sleep disorder and swelling to be related to essure. The reporter commented: she had suffered psychological sequelae, and their quality of life, as well as their personal and family relationships were damaged. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure properly visualised bilaterally. Fallopian tubes, not patent, and no contrast material leak into the peritoneum.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-jul-2021: the essure´s indication and complete insertion date and lab data were received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.